Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for the ilet bionic pancreas would not function despite working outlets, and replacement supplies were sent after troubleshooting confirmed the charger did not charge the device. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms. Investigation included customer troubleshooting and education. Investigation of this case revealed a nonfunctioning external power supply consistent with a device accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an isolated charger failure.